Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was unable to enter MRI mode due to high impedances on one lead. To address the issue, surgical intervention was undertaken wherein both leads were explanted and replaced. It is unknown if there was any issue with the remaining lead. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.